Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopacreatography (ercp) procedure, five days prior. According to the complainant, during the procedure, the tip of the catheter appeared to be splitting. No fragments remained in the pt. The procedure was completed with a second completed with a hydratome rx sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual eval revealed that the working length was twisted. The distal tip was cracked. The cause of the damage could not be determined. A review of the device history record of the pertinent lot was performed; no anomalies were noted. The july 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome is included in the jagtome sphincterotome product family.